Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the scope had black particle come out and the black part came out when removing the forceps. The issue was found during a bronchoscopy procedure. No harm reported.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the customer and the results of the approved final investigation. Updated fields: b1, b2, b5, h2, h3, h4, h6, h11. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. A black part came out of the scope when they were removing the forceps and a black small particle that came out as well that was from inside the channels. The biopsy had not been done yet, the foreign body appears to be the ring between the distal tip and bending section. A foreign body was observed in the patient's lung during bronchoscopy, near the end of the procedure. In addition, the following reportable malfunctions were identified during the device evaluation: due to wear of angle wire, bending angle in up direction does not meet the standard value. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Additional information obtained from the customer stating that a foreign body was observed in the patient's lung during a therapeutic bronchoscopy procedure that was retrieved using a biopsy forceps. The patient was under general anesthesia. It was confirmed to be removed out of the patient with no diagnostic imaging required. The foreign body was identified as originating from the bronchoscope that was used. Prior to the procedure, the bronchoscope was confirmed to be intact; however, during the procedure, no biopsy was done but a black particle was noted in the patients lung. The proceduralist confirmed that this particle was not present at the start of the procedure, indicating it was a newly introduced foreign body. Upon further inspection, it was determined that the foreign body was a fragment from the distal tip of the bronchoscope. A post-procedure examination of the bronchoscope confirmed that the piece had detached during the procedure. There were no reports of further patient harm.

Manufacturer narrative:
This report is being supplemented to provide a correction on type of reportable event from malfunction to serious injury. Updated fields: h1. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was received from the customer.